Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, the reported difficulties appear to be related to the small access site size of 4f and application of force during insertion. It should be noted that the prostyle instructions for use (IFU), states: the perclose prostyle suture-mediated closure and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures for access sites in the common femoral artery using 5f to 21f sheaths. Additionally. IFU states: do not advance or withdraw the device against resistance until the cause of resistance has been determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a prostyle device using the pre-close technique via a 4f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, when advancing the prostyle device in the anatomy resistance was felt. The physician used force to advance the prostyle device in the artery. As the puncture hole was too small, the physician made a small incision in the access site to make the hole larger. The prostyle device was able to be advanced in the vessel and the guide wire was then removed. Once removed, it was noted that the guide wire was distorted due to anatomy. The physician continued to advance the prostyle device until it was in the artery; however, there was no blood flow coming from the marker lumen. A new guide wire was inserted and the prostyle was removed so that the marker lumen could be flushed. When the prostyle was removed, it was noted that the black distal sheath/guide portion of the prostyle device was bent. The physician flushed the marker lumen and loaded the same prostyle device on the guide wire. Again, when the prostyle was advanced and positioned in the artery, there was no blood flow coming from the marker lumen. The prostyle device was removed and the sutures of a new prostyle device were successfully pre-placed. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved with two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.